Event description:
The customer reported that the device arced during use. The customer did not know of any injury. Initial evaluation of the incident device found the device failed hipot testing.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.